Manufacturer narrative:
Upon receiving customer feedback regarding "blockage in the syringe needle lumen," our company promptly organized a quality control and production team to investigate and analyze the situation. The specific details are as follows: (1) batch sample testing: based on the customer feedback, 10 samples from the batch were selected for lumen patency testing using a 0.23mm probe. The probes passed freely without blockage or any abnormalities. (2) production process review: tracing back to the batch number, we examined the production records and final inspection reports. There were no changes in the production process, techniques, or raw materials used for this batch. No anomalies were detected in the production and final inspection processes. (3) based on the above investigation, no blockages were found in the sampled products. After reviewing the customer's video feedback and considering the production process and techniques of the syringe needle, our initial analysis suggests that the blockage in the syringe needle lumen reported by the customer might be due to the accumulation of silicone oil causing partial or complete blockage, which hinders the injection process. This could result from silicone oil refluxing into the needle lumen during the automatic silicone infusion process, leading to solidification and blockage. If the sample shown in the customer's video has not been discarded yet, we recommend the customer to store the defective sample to assist us in further analysis and confirmation of the situation.

Event description:
Customer reported that the needle was blocked, a video was provided that the needle could not withdraw liquid.